Manufacturer narrative:
Investigation summary: customer returned photos of shelf cartons of 1/2cc, 8mm, 30g syringes from lot # 8169652. Customer states that there is no lot. The attached photos were examined and exhibited a shelf carton with no lot number, manufacturing date, and expiration date printed on the shelf carton. A review of the device history record was completed for batch# 8169652. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure with the photos provided. Root cause description: potential root cause is the box may have been feed incorrectly during stamping of the information required. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 2 bd ultra-fine¿ ii insulin syringes were found before use without lot numbers on their labels. The following information was provided by the initial reporter: "no lot = 2 sp".